Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device will be replaced in the next few weeks. Additionally, many attempts were made to get further information regarding this device and its status. However, no further information was available. This device remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
Additional information was provided in b5 describe event or problem and d6b explant date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device will be replaced in the next few weeks. Additionally, many attempts were made to get further information regarding this device and its status. However, no further information was available. This device remains in service, and there were no adverse patient effects reported. Additional information was provided on 13sep2021, it was reported that this implantable cardioverter defibrillator was explanted and replaced with a competitor device. No additional adverse patient effects were reported. The hospital did not return this device to boston scientific for analysis, it was confirmed that the patient had taken the device.